Event description:
The initial reporter received questionable troponin t hs elecsys results from four patient samples tested on the cobas e 801 analytical unit. The reporter stated that they would rerun the patient sample twice for the assay. Sample 1: the initial result was 8.6 ng/l. The first repeat result was 6.8 ng/l. The second repeat result was 6.4 ng/l. Sample 2: the initial result was 6.9 ng/l. The first repeat result was 5 ng/l. The second repeat result after recentrifugation was 5.1 ng/l. Sample 3: the initial result was 11.6 ng/l. The first repeat result was 9.2 ng/l. The second repeat result after recentrifugation was 8.9 ng/l. On (B)(6) 2024: sample 4: the initial result at 1:35 pm was 27.9 ng/l. The first repeat result at 1:46 pm was 14.4 ng/l. The second repeat result after recentrifugation at 2:09 pm was 14.1 ng/l.

Manufacturer narrative:
The serial number of the cobas pure e 402 analytical unit is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The investigation reviewed the calibration signals; the signals were within specifications. There was no influence of calibration on the event. The investigation reviewed the qc data; the qc was within range before the patient sample was run or the analyzer was released for patient measurement. The investigation reviewed the alarm trace for jan-2024; no issues were noted. The investigation reviewed the customer's handling of patient samples. The patient sample was centrifuged for 11 minutes at 2500 x g; the recommended centrifugation setting is 10 minutes at 1300 - 2000 x g or 5 minutes at 3000 x g. As the g-force was higher than 2000 x g, the centrifugation time should have been reduced. The investigation determined a general reagent problem was not present, because the qc before the event was within range. Based on the information provided, the investigation did not identify a product problem. The investigation determined the event was consistent with a sample handling error as the centrifugation time at a higher g-force was extended (instead of reduced).